Event description:
Caller indicated the relion prime meter was giving high readings. For the last two years he's been using a one touch ultra and decided to go with relion prime because of the cost. He had 2 strips left with his one touch. At two different times he tested the two back to back. One time the prime was off by 50 and the other time it was off by 100. He was watching his blood glucose closely as he fears going too low. Two nights he had a reading of 250 and one of 350. He stated that he took the 4 units of novolog based on the meter readings; 1 unit per 50 points on the meter. Both nights he had a low sugar reaction that was kind of serious. He woke up drenched with sweat and he couldn¿t walk. He¿s glad he woke up. In the past he has been in the low 40s and that¿s when he has had a reaction. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.